Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 481mg/dl due to a no delivery form the insulin pump. The customer treated their blood glucose levels with manual injections. The customer stated that the issue was resolved with a set change. The customer was wearing the insulin pump during their hospital stay.